Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient states a burning odor during the night and waking up with her nasal passages and throat burning. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.